Manufacturer narrative:
Continuation of d10: 1458q lead implanted: (B)(6) 2022, 4470 lead implanted: (B)(6) 2008. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately, fifteen days post implant of the right ventricular (rv) lead, the patient presented to a healthcare facility with fever and redness of the skin around the pacemaker pocket. An infection and sepsis was identified. Additionally, the pocket was noted with purulent fluid and necrotic tissue. Antibiotic treatment was administered, and a wound vac was performed. The rv lead was explanted and replaced with a rv left bundle branch lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.